Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, brown particles in shell, underweight, extended opening, fold creases. A microscopic analysis was performed which identified, broken shell and curved openings with striated edge on posterior, curved opening. And broken shell with smooth edge on posterior and anterior. A smooth opening on posterior in the same location of crease. Based on the device analysis, the final assessment is: broken shell and curved openings with striated edge assessed, as surgical damage. Broken shell and curved opening assessed, as smooth opening.

Event description:
Healthcare professional reported, a right side rupture. And capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture baker grade iii .

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii. Device has been explanted.